Event description:
Pt admitted to hosp diagmosed with ischemic cardiomyopthy w/end stage heart failure. Ten days later pt to or for placement of device (lvad). Sometime after surgery pt began to experience decreasing lvad flow and deterioration in condition. Pt returned to the or seven days later. During the second operation it was discovered that the inflow cannula was slightly dislodged from the apical cannula causing required reinsertion and placement of two add'l clamps. It is believed that the pt pulled on the cannula, causing separation.